Manufacturer narrative:
(B)(4). Information was received from a surgeon who is not required to complete form 3500a. The tm reverse humeral cut guide returned for exam. Photo and visual exam confirmed 3.2mm threaded pin is retained/seized in the cut guide. Threaded pin exhibits circumferential scarring, indicative of interference with the guide during rotation. The other guide fixation holes were dimensionally inspected and found to be conforming where measured. Based on its lot number the guide has an approximate field age of 6 years and 2 months. This device is used for treatment. No other complaints of any type have been reported for this lot of cut guide. It is possible that damage to the guide and/or the pin was accrued during previous use and this damage caused interference between the two. This interference could have generated particulates that became trapped between the pin and the guide, thus potentially causing friction and eventually device seizure. The potential previously accrued damage can most likely be attributed to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, after resecting the proximal humerus, the surgeon attempted to remove the 3.2 pin from the humeral cut guide, but was unable to do so; therefore, the pin remained in the cut guide.